Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that  approx. 2 months ago, maybe less, the patient had fallen and patient thought the battery moved for it did not feel the same as what it felt like before.